Manufacturer narrative:
The records management database indicates that the implants met the specifications and were approved for product release. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post placement implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. Proper intended us of the implant is described in its instructions for use

Event description:
Doctor stated that the implant failure was due to the fixture mount could not be unscrewed on site #13. Stability was achieved and osseointegration was not achieved. Bone quality at time of implant failure was type iii.